Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was down and in critical override. A field service engineer found that the station was not on the network. After troubleshooting, the fse discovered that the network cable had been connected to the wrong port. The fse moved the cable to the correct port and confirmed that the station came back on the network. The issue was resolved once the data synchronized and the critical override was cleared. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had station down due to critical override. The customer stated that they were unable to access the medication from the affected station. There were no adverse events or injuries reported based on this event.